Event description:
A report was received that the patient was having difficulty charging the ipg. It was confirmed that the physician drained fluid from the pocket site allowing the charger to connect with the ipg and got charged. The physician did not suspect infection. The patient was doing well.